Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The single complaint was reported with multiple events. There are no additional details regarding the additional events. No further information was available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an intermaxillary blocking procedure on (B)(6) 2019 and steel suture was used. During use the thread broke 6/7 times in the same procedure. No further information can be obtained. No patient consequences reported.